Event description:
It was reported that the cartridge was not fitting properly on the pump, as it was not fully snapped in. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer successfully snapped another cartridge onto the pump and resumed insulin delivery, declining any further troubleshooting. A replacement cartridge was requested and a gw order was to be sent by technical support.